Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp was able to prime line after 2-3 reprime attempts. Per hp, there was no patient injury or medical intervention as a result of incident.